Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed but there was nothing on the screen of the device. The customer's blood glucose level was 80 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
All of the buttons functioning properly however, found slight corroded keypad traces. The insulin pump was monitored and tested with no blank display noted. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and a21 error test. No a13 alarm noted. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip and minor scratches on the display window noted.